Manufacturer narrative:
No reagent lot numbers with expiration dates were provided. The customer stated that there had been debris in the measuring cell or the sipper line that led to qc going out of range. When the qc went out of range, the customer performed measuring cell preparation and the qc was then acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable results for multiple patients' samples tested with multiple assays on a cobas e801 immunoassay analyzer. The following are examples of discrepant results for 5 patients' samples tested with elecsys troponin t assay, elecsys amh assay, elecsys ferritin assay, elecsys folate assay, and elecsys ft4 assay. Sample 1 was tested for troponin t: initial result: 3.92 ng/l. Repeat result: 8.91 ng/l. Sample 2 was tested for amh: initial result: 10.5. Repeat result: 20.10. The unit of measurement was not provided. Sample 3 was tested for ferritin: initial result: 2000. Repeat result: 3515. The unit of measurement was not provided. Sample 4 was tested for folate: initial result: 23.40. Repeat result: 7.36. The unit of measurement was not provided. Sample 5 was tested for ft4: initial result: 40. Repeat result: 17.60. The unit of measurement was not provided. The repeat results were deemed to be correct.

Manufacturer narrative:
No calibration influence was observed. The qc was within range before the sample measurement. A review of the sample foam detection camera pictures did not show any issues. The field service engineer performed extensive troubleshooting and replaced multiple hardware parts. The investigation found that the analyzer was performing according to specification. During preventive maintenance, wear of the measuring cell was seen. The observation of a debris/measuring cell contamination indicated a preanalytical issue. General hardware and reagent-related issues can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer alleged additional discrepant results for 6 patients' samples. Sample 6, sample 7, sample 8, sample 9, sample 10 were tested for folate: sample 6: initial result: 17.5 nmol/l. Repeat result: 11 nmol/l. Sample 7: initial result: 15.7 nmol/l. Repeat result: 10.1 nmol/l. Sample 8: initial result: 17.3 nmol/l. Repeat result: 10.2 nmol/l. Sample 9: initial result: >45.4 nmol/l. Repeat result: 30.2 nmol/l. Sample 10: initial result: 12.1 nmol/l. Repeat result: 6.36 nmol/l. Sample 11 was tested for folate and ferritin: folate: initial result: 37.7 nmol/l. Repeat result: 22 nmol/l. Ferritin: initial result: 8.89. Repeat result: 13.6. The unit of measurement for ferritin was not provided. Reportedly, an amended report with the correct results was issued. The customer also alleged additional discrepant results for 4 patients' samples. On (B)(6) 2024, the qc for ft4 and ferritin was out of range and the customer repeated the samples. Sample 12 and sample 13 were tested for ft4: sample 12: initial result: 16.10 pmol/l. Repeat result: 14.30 pmol/l. Sample 13: initial result: 15.8 pmol/l. Repeat result: 14.2 pmol/l. Sample 14 was tested for ft4 and ferritin: ft4: initial result: 23.10 pmol/l. Repeat result: 20.10 pmol/l. Ferritin: initial result: 331. Repeat result: 369. Sample 15 was tested for ferritin and folate: ferritin: initial result: 293. Repeat result: 323. Folate: initial result: 27.5 nmol/l. Repeat result: 19.60 nmol/l. The unit of measurement for ferritin was not provided. The customer observed an unusual amount of bubbles in the procell/cleancell when they took the analyzer down for the day. The investigation is ongoing.

Manufacturer narrative:
The customer alleged additional discrepant results for 4 patients' samples tested for folate. On (B)(6) 2024: sample 16: initial result: 10.4 nmol/l. Repeat result: 7.56 nmol/l. Sample 17: initial result: 15.1 nmol/l. Repeat result: 10.8 nmol/l. On (B)(6)2024: sample 18: initial result: 8.58 nmol/l. Repeat result: 6.44 nmol/l. On (B)(6)2024: sample 19: initial result: 35.5 nmol/l. Repeat result: 17.9 nmol/l. The investigation is ongoing.